Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The pump was received with intermittent buttons due to moisture damage at the keypad traces. The pump also had a cracked case at the display window corners.

Event description:
It was reported, the customer had a keypad anomaly. The customer stated their keypad was unresponsive. Customer's blood glucose was 384 mg/dl. The customer could not recall any significant events leading to the keypad issues. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.